Manufacturer narrative:
Cvicu manager reported recurring condensation issues across multiple intra aortic balloon pumps with the patient currently on the fourth pump since the previous day. The patient had an axillary balloon was on ECMO and had coded the day before and each pump showed multiple alarms including condensation autofill failure catheter restriction sudden shutdown and noise alarms. Earlier pumps were removed due to repeated failures including communication errors power alarms and shutdowns and were advised to be tagged and sent to biomed. The fourth pump was running but continued to require frequent drainage of clear condensation and a dependent loop in the helium tubing was identified and addressed. Additional contributors to condensation were discussed including ECMO use with a warmer set at 37 point 4 degrees celsius. Review of pressures showed the inner lumen likely clotted so it was capped labeled do not use discarded from the circuit and an alternate arterial line was connected to the pump for proper timing.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had condensation in tubing and clotted inner lumen. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - e2, e3.